Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It is reported that the stent was found to be ruptured when the package was opened.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the opened original packaging. An evaluation of the physical sample was completed. Visual evaluation noted the sample was separated on the body of the stent closer to the distal end. The separation was noted to be at an angle, and the tubing where the separation occurred appeared to be dented in; this is usually seen when the tubing is cut with a sharp object. The suture porthole was split to the tip, which is seen when the suture is pulled out and away from the stent. The stent passed all dimensional requirements , the tip inner diameter was measured with a pin gauge and found to be 0.043", the tube inner diameter measured 0.050" with a pin gauge at both separated ends, the outer diameter was measured at 0.0805" and 0.0803" with a laser micrometer. A 0.038" guidewire passed through parts of the stent with no resistance. Although a specific root cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: ""improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stent was found to be ruptured when the package was opened.